Event description:
It was reported when using the bd pyxis¿ medstation¿ es, refrigerator was not communicating, which prevented the user from refilling or retrieving medications from it. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, refrigerator was not communicating, which prevented the user from refilling or retrieving medications from it. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not communicating. A field service engineer (fse) identified a phantom recovery error, opened the smart remote manager and overwrite the error table in order to display the srm under recovery. The fse confirmed that the issue was recovered as normal. The system functioned as intended after the field service engineer had repaired the device.